Event description:
Important knee effusion [joint effusion], severe knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012, from a pharmacist regarding a (B)(6) female patient, initials (B)(6), with gonarthritis. The patient's medical history was not provided. On an unspecified date in 2012 ((B)(6)), the patient initiated treatment with synvisc (hylan g f 20) injection, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date in 2012, following synvisc injection, during night the patient experienced important knee effusion and severe knee pain. On (B)(6) 2012, the physician arrived and prescribed actiskenan (morphin sulfate), biprofenid (ketoprofen) and dafalgan coedeine (codeine sulfate, paracetamol). On (B)(6) 2012, the patient was prescribed augmentin (amoxicillin sodium, clavulanate potassium). No improvement was observed and subsequently the patent was hospitalized. Relevant concomitant medications reported included chondrosulf (chondroitin sulfate sodium) and structoflex (glucosamine). The intensity for the event of severe knee pain was assessed as severe and the intensity for the event of important knee effusion was not provided. The reporting pharmacist did not provide the relationship between synvisc and the events of important knee effusion and severe knee pain.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.